Manufacturer narrative:
(B)(4). D10: cat# 00877504002 lot# 2976866 bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14 cat# 00-6202-062-22 lot# 64005427 tm acet shell 62mm cluster cat# 00-6250-065-30 lot# 64356267 trilogy bone scr 6.5x30 cat# 00-6250-065-20 lot# 64406903 trilogy bone scr 6.5x20 cat# 00-7848-034-00 lot# 64122233 kinectiv modular neck j the customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 5 years later due to recurrent dislocations. It was reported that no further information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.